Event description:
It was reported that prior to starting a da vinci si surgical procedure, cables at the end of the mega suturecut needle driver instrument were frayed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. The broken grip cable was found at the distal idlers. The cable segment sticks out at the wrist. The idler pulley spins freely. The instrument has zero uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.